Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had sticky and unresponsive buttons. Customer stated that the insulin pump was rejecting new battery and sudden power down without low battery warning. Insulin did squirting during manual priming. Insulin pump grinds during rewind process. Insulin pump had cracked and missing pieces at the reservoir chamber. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.